Manufacturer narrative:
Device evaluated by MFR: updated. The filter wire device was returned inside the packaging coil with the retrieval sheath. The retrieval sheath did not appear to have been used. The radiopaque tip was curled. The filter bag was outside of the delivery sheath. There was approximately 29.5 cm of the protection wire outside of the delivery sheath measured from the distal tip of the protection wire. Particulate was seen inside of the filter bag indicating it had been introduced into the anatomy. Using the wire torquer was unable to perform sheathing / unsheathing tests due particulate inside the tip of the filter bag. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary bypass stenting treatment procedure, filter resheathing difficulties occurred. The target lesion was located in a coronary bypass graft. The filterwire ez 2.25mm-3.5mm, 190cm, was successfully deployed, and a stent placed in the target lesion. When attempting to resheath the filter, it was reported that the filter "would not come out". The filter was then removed through the stent without the sheath covering it. The case was considered successful. There were no patient complications and the patient condition was reported to be "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary bypass stenting treatment procedure, filter resheathing difficulties occurred. The target lesion was located in a coronary bypass graft. The filterwire ez 2.25mm-3.5mm, 190cm, was successfully deployed, and a stent placed in the target lesion. When attempting to resheath the filter, it was reported that the filter "would not come out". The filter was then removed through the stent without the sheath covering it. The case was considered successful. There were no patient complications and the patient condition was reported to be "fine".